Event description:
It was reported that during a thyroidectomy procedure, the "min" button was sticking. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Device was not returned additional information: it was mentioned that the min button was sticking. Was it stuck "on" and continuously activating or just activating intermittently? The button was sticking continuously; the device was continuously activating. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.